Manufacturer narrative:
Only half the lens was returned, surgically taped to the lens case base (lens case lid was not returned). Solution and adhesive was observed, on the lens. One haptic was broken in the haptic insertion area (not returned). The optic was torn/split/cracked (possibly cut) in half. The other half of the lens was not returned, for evaluation. Associated products were not provided. It is unknown, if qualified products were used. The company model is only qualified, for use in the company cartridge. The root cause could not be determined, for the reported complaint of ¿faulty lens¿. The specific lens issue was not specified. Damage to the lens was observed. While we are unable to determine, the root cause of the lens damage. Our observation reasonably suggests, that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely, related to customer handling. Associated products were not provided. It is unknown, if qualified products were used. Company foldable iols are qualified for use, with an company qualified delivery system (handpiece and cartridge), and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications, during the implantation process. Follow up attempts were made. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description stating that, found faulty intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).